Manufacturer narrative:
The investigation for the reported high purge pressure issue has been completed. The impella device was received from the customer. The likely root cause of the high purge pressure was ingested biomaterial occluding the purge gap. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the purge system was blocked, and the patient had hemolysis. However, no additional details were provided regarding the treatment or management of this condition. The patient was successfully weaned off of support.